Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 30-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at 520mcg/ml via an implantable infusion pump for multiple sclerosis. It was reported that the catheter was kinked. The patient experienced some tightening. The original catheter was never trimmed when the pump was replaced in (B)(6) of 2019. The hcp performed a dye study and the dye was not tracking in the catheter. The catheter was revised on (B)(6) 2019. The catheter was trimmed and a sutureless connector was added to avoid coiling and kinking. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-20, additional information was received from the manufacturer representative (rep). Additional information reported the event date was (B)(6) 2019. The event description stated, "patient had replacement; post replacement more tight and spastic; dye study showed dry, wasn¿t going through catheter". The reason for catheter removal was "break tear, hole". The patient status recovered without sequela.